Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had sanguineous drainage at the lead site and purulent drainage at the ins site of day five post-implant. The patient also experienced nausea and emesis. At three weeks post-implant, there was notable discharge from the ins site at the distal end of the incision. Additional information was received from the rep. It was reported there were no actions or interventions noted in the source. The device serial numbers were provided. Additional information was received from the rep. It was reported that the principal investigator (pi) assessed the event as not related to the device and not related to the procedure.